Event description:
On 9/25/94, rptr cooked a frozen dinner in the oven. When the time had elapsed, the bell rang as usual. She pushed the open door button and the door opened. The light came on as usual but as she had her hand in the oven, she realized she heard the fan and the turntable was turning. Her hand was in the oven for maybe 2 seconds. She immediately shut the door and the oven went off. She reopened the door (without reaching inside the oven) once again the light came on as usual, as well as the fan and the turntable started turning again. She closed the door and everything went off. At that point she unplugged the oven. She stated her hand feels like there are areas of "prickly heat" which come and go and appear at random areas of her hand. The sensation (which she thought also might feel like pinpoints) lasts for only a couple of minutes. Her hand was not red and does not appear to be visibly injured. She stated these sensations went away approx 3 pm on 9/26. On 9/29/94, state tested the oven and the oven did not malfunction or have any apparent leakage. Rptr is going to take the oven in for servicing.